Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with hypertension and elevated lactate dehydrogenase (ldh), and that the lvad was producing elevated pump power readings that began on (B)(6) 2017. The patient was admitted for management of hypertension and evaluation of suspected pump thrombosis. On (B)(6) 2017, it was reported that the patient was stable and the power readings normalized; however, the ldh continued to rise from 612 u/l on (B)(6) 2017 to 667 u/l on (B)(6) 2017. The patient remained fully anticoagulated. On (B)(6) 2017 a ramp echocardiogram was reported to be normal, with the patient¿s ldh at 747 u/l. The patient received a pump exchange on (B)(6) 2017. As previously planned, the patient was placed on a transplant list and received a transplant on (B)(6) 2017. There were no reported device issues on the newly implanted pump. No additional information was provided.

Manufacturer narrative:
It was reported that device was forwarded to the hospital's pathology department and was subsequently lost and could not be returned for evaluation. The report of suspected pump thrombosis and a specific cause for the reported elevated lactate dehydrogenase level and hypertension could not be conclusively determined. Several pump power elevations were captured in the submitted system controller logs files; however, no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log files. The system appeared to be operating as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.